Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between the use of the liberty cycler set and the patient event of pseudomonas peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for the event. The cause of the peritonitis has been attributed to a lack of proper handwashing by the patient. The culture result of pseudomonas aeruginosa supports that cause as this organism is commonly found in the environment particularly in hot tubs, swimming pools, and jacuzzis. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication. During the call, the patient reported being treated for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis on (B)(6) 2022 (signs/symptoms unknown). The pd effluent cultures resulted positive for pseudomonas aeruginosa. The patient was prescribed intraperitoneal (ip) antibiotics with cefepime 1g daily (duration unknown) in the last fill and ciprofloxacin oral (dose, frequency, and duration unknown). The cause of the peritonitis was attributed to a breach in aseptic technique with the patient not following proper handwashing instructions. The patient was not hospitalized for this event. The pdrn reported the patient was doing fine and denied any further information.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication. During the call, the patient reported being treated for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis on (B)(6) 2022 (signs/symptoms unknown). The pd effluent cultures resulted positive for pseudomonas aeruginosa. The patient was prescribed intraperitoneal (ip) antibiotics with cefepime 1g daily (duration unknown) in the last fill and ciprofloxacin oral (dose, frequency, and duration unknown). The cause of the peritonitis was attributed to a breach in aseptic technique with the patient not following proper handwashing instructions. The patient was not hospitalized for this event. The pdrn reported the patient was doing fine and denied any further information.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. The complaint sample was not available a physical evaluation could not be performed, the alleged event was confirmed.